Event description:
The provider reported that the patient presented with low impedance. The patient indicated that she can still feel the stimulation. She was scheduled for x-ray. The patient has a history of manipulating her lead. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient had experienced pain in association with presence of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was referred for explant with no replacement. Patient is experiencing pain in association with the presence of the device (movement). No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that patient had twisted the device completely. X-rays were taken and this was able to be visualized by the physician. No additional or relevant information has been received to date.

Event description:
The patient's device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.